Manufacturer narrative:
As the earliest date of onset for the type I endoleak is unknown, november 19, 2021 will serve as the date of event for this report. Used to capture distal type I endoleak. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿

Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, follow-up examination reportedly revealed aneurysm enlargement (amount unknown) and a distal type I endoleak on the left side. On (B)(6) 2021, a reintervention procedure was performed whereby the left internal iliac artery was embolized, and additional stent grafts were placed to extend distally. The endoleak was resolved, and the patient tolerated the procedure.